Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 06/07/2016. Device evaluation: the pump has been returned to animas and evaluated on 06/02/2016 with the following findings: the pump¿s black box data from the date of the alleged event had been overwritten due to continued use of the pump. The date in the current black box showed no issues with insulin delivery or variances between the amount delivered and the expected amount. The pump performed the prime steps with no issues. The pump passed a delivery accuracy test and was found to be delivering within the required range.

Event description:
The patient's husband reported that for two days the patient's blood glucose levels have been ranging from 200 to 584 mg/dl. He reported that she did not have ketones but that she was slightly short of breath when she walking up the stairs. He says she is still wearing the pump. She has had the elevations with different bottles of insulin and rotates her infusion sites but the husband says that she has no system to ensure that used sites are not reused and that she might have scar tissue. Through troubleshooting there were no issues with insulin leaks or bubbles and the total daily doses matched the set basal rates. The pump history revealed that the pump was suspended from 10:07 pm to 2:42 am on (B)(6) 2011. The reporter does not remember why the pump was suspended. The patient continues to wear the pump after the troubleshooting telephone call and there is no evidence of a pump malfunction. The reporter agreed to contact a hcp regarding treatment for the elevated blood glucose levels and to discuss possible site issues.